Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 550cc saline prosthesis, catalog #3502550, serial #(B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with mentor smooth round moderate plus profile 550cc saline prostheses. On (B)(6) 2018 left side deflation, and right sided abnormality was observed. No details were given as to the nature of the right sided abnormality. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-03512 for contralateral prosthesis report).

Manufacturer narrative:
The device history record (DHR) for lot number 6615364 was reviewed on 6/8/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Additional information was received with the replacement surgery operative report on (B)(6) 2018. Bilateral prosthesis replacement with 750cc mentor memorygel breast implants. No procedural complications were noted. The mentor failure analysis lab received the device for evaluation on 6/22/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received with the field experience report on 6/27/2018. The event date was updated. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor smooth round moderate plus profile 550cc saline prostheses. Post procedure left side deflation, and right sided abnormality was observed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. At this point is not possible to determine the white material found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).